Event description:
It was reported that the customer experienced high blood glucose levels. The blood glucose reading was 454 mg/dl. The customer complained of excessive thirst and sleepiness. She stated that she had treated with the insulin pump. Upon troubleshooting, it was found that the insulin pump was working as designed. Advised the customer to change the entire infusion set, reservoir and insulin. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.